Event description:
This was reported as a closure of an unspecified vessel with 4 perclose devices related to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The second device did not capture the vessel wall as it was deployed in the subcutaneous tissue. The third device did not achieve complete hemostasis. A fourth device was deployed, however, the suture detached from the needle and the device was stuck in the patient anatomy. A surgical cutdown was performed to remove the device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: this was reported as an arteriotomy closure of a mildly calcified femoral artery with 4 perclose devices using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The second device did not capture the vessel wall. With the third device, the knot was advanced to the vessel wall and tightened without issue; however, complete hemostasis was not achieved. A fourth device was deployed, however, the suture detached from the needle. Additionally, the foot could not be moved with the lever. The device became stuck in the patient anatomy; therefore a cutdown was performed to remove the device and to achieve hemostasis. No vessel damage occurred. It was noted during the cutdown that the suture from the second device ended up in the subcutaneous tissue. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition and unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose closure devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as a closure of an unspecified vessel with 4 perclose devices related to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. The second device did not capture the vessel wall as it was deployed in the subcutaneous tissue. The third device did not achieve complete hemostasis. A fourth device was deployed, however, the suture detached from the needle and the device was stuck in the patient anatomy. A surgical cutdown was performed to remove the device and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.